Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and the explanted ipg will be returned. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and the explanted ipg will be returned. The patient was doing well postoperatively.